Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
Abbott has been notified of a patient death on (B)(6) 2018, the customer was utilizing architect cortisol reagents. Despite multiple attempts by the manufacturer to obtain additional information, the customer has yet to provide further event or patient details, diagnosis or cause of death.

Manufacturer narrative:
The customer was unable to generate an architect cortisol result on architect (B)(4), which had downtime between (B)(6) and (B)(6) 2018. A review of the instrument logs found that instrument (B)(4) generated 2 error messages (error ec 2104 unable to perform automatic flush and (pre-trigger) inventory is not adequate and 5907 automatic flush) on (B)(6) 2018. The customer notified customer service (B)(6) 2018. Customer service had customer change the pre-trigger level sensor and inspect the level sensor cable. The field service engineer serviced the instrument on (B)(4) 2018 and determined the cable harness required replacement. The parts were replaced on (B)(6) 2018 to resolve the issue. The customer has other analyzers in their laboratory. A review of abbottlink logs revealed that two of the customers other immunochemistry (i2000sr) instruments were available and were actively generating test results during this time frame. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
The date of death was corrected.

Event description:
Upon review of the customer call record, while the incident of a death was reported to abbott on (B)(6) 2018, there was no direct confirmation of a date of death of the patient. The best estimate of an occurrence date would be during or shortly after the (B)(6) 2018 timeframe. Therefore, the date of death was updated.